Event description:
Twiddlers syndrome; patient presented to ed on (B)(6) 2013 with palpitations. ECG done and patient noted to be in atrial fibrillation. Cardiology consulted. Instructed to cardiovert with success after, 2 attempts as per device check. Admitted on (B)(6) 2013 with complaints of dizziness. Ra/rv lead revisions on (B)(6) 2013. Suspected reason for dislodgement is twiddler syndrome, even though the patient, stated she did not twiddle with the device. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)